Manufacturer narrative:
A ge rep made corrections to software configuration and adjusted the tracking. System operates as intended.

Event description:
It was reported that the system had poor image quality with large pts. No pt injury was reported.